Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and has moisture trapped behind the display screen. Customer stated that the buttons are sticking and the numbers continue to scroll on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to alarm or if the device was dropped, but may have been exposed to perspiration. Customer's blood glucose level was 327 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. The insulin pump was received with cracked display window and cracked reservoir tube lip.